Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer on (B)(6) 2020 regarding a patient receiving dilaudid (1.0mg/ml at an unknown dose) via an implanted infusion pump. The patient reportedly had arthromyalgia. It was reported that the patient had moved and their pump went dry. The patient heard alarms every now and then from an unknown date. It was noted that the patient had a new healthcare provider (hcp) and he had filled the pump on (B)(6) 2020, but started off slower because the pump was bone dry. The hcp filled the pump fully on (B)(6) 2020. No patient symptoms were reported and no further complications were reported or anticipated.